Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that the pt's arterial blood gas (abg) did not complete with the ivpm monitor spo2 measurement value, for example: ivpm showed spo2 of 92/93% and the abg sao2 of 52%. The biomed states that the pt is currently unconscious and it is difficult to determine what effect there was on the pt.